Event description:
According to the facility, on (B)(6) 2025, "the pack was being opened prior to the case starting and the debris was found along with the moisture in the syringe."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, "the pack was being opened prior to the case starting and the debris was found along with the moisture in the syringe." Per the facility, no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.